Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: either: 3rd (inferior): ifuse implant, p/n 7030-90, lot# 7753003181005, mfd. 02/07/12, exp. 2015-02-07, gtin (B)(4) ((B)(6) 2012 procedure), or: 3rd (inferior): ifuse implant, p/n 7030-90, lot# 8078003804005, mfd. 09/04/12, exp. 2015-09-04, gtin (B)(4) ((B)(6) 2013 procedure).

Event description:
The patient had staged bilateral si joint arthrodesis where three implants were installed on each occasion. The patient had a period of pain relief before reporting a recurrence of right side si joint pain symptoms. Determined that the inferior positioned implant on the right side was loose. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon removed the right side inferior positioned implant. The status of the patient following the revision procedure is not known.